Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the consumer bent the casters and forks trying to go up curb.